Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; error code u509. Both switches were checked and found both switches were functional. A visual inspection on the received condition was performed on the device and some tissue build up was noted. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed. The distal end of the device was inspected under a microscope and found approximately 17 mm of the probe detached; the detached portion was returned. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. Based on the results of the evaluation and similar reported complaints, the cause for the damaged/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation and is likely related to the operator's technique. The device instructions for use provides the following warning statements: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." "Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating."

Event description:
Olympus was informed by a user facility that their hand piece was "defective." The intended procedure is unknown. It is unknown if the intended procedure was completed. No patient injury or harm associated with the problem reported to olympus.